Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Explanting physician reported "chronic pulling pain in the right breast, dissatisfaction with the shape and stiffness of the chest. Implant rupture diagnosed during surgery with gel outflow (a loose-lying and encapsulated gel along the back and front walls of the implant on the right), capsular contracture baker grade IV , a double capsule and seroma". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/06/2024.

Event description:
Explanting physician reported "chronic pulling pain in the right breast, dissatisfaction with the shape and stiffness of the chest. Implant rupture diagnosed during surgery with gel outflow (a loose-lying and encapsulated gel along the back and front walls of the implant on the right), capsular contracture baker grade IV , a double capsule and seroma". The device has been explanted.

Event description:
Healthcare professional reported right side rupture diagnosed during surgery with gel outflow (a loose-lying and encapsulated gel along the back and front walls of the implant on the right), capsular contracture baker grade IV , a double capsule and seroma". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.